Event description:
Upon arrival at the user facility, an employee observed water in the hallway and in the room where the system 1e processor is located. The employee shut off the water supply and contacted steris. No report of injury.

Manufacturer narrative:
A steris service technician inspected the system 1e and found the leak to be originating at the big blue filter housing inlet. The technician repaired the unit, ran several test cycles and confirmed the processor to be operating to specifications. No additional issues have been reported.